Manufacturer narrative:
H6 evaluation codes: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a ?no disposable? Alarm is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified the device was in for service on 12-dec-2022 for an lcd bleed and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.

Event description:
It was reported that the pump alarms no disposable. No further details provided. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown. No information has been provided to date.